Manufacturer narrative:
One tactisys quartz pn 100109645 and sn (B)(4) was received for evaluation. Visual inspection of the device revealed no anomaly on the exterior and all the ports. The returned tactisys quartz was powered on and successfully communicated with the tactisoft host computer and no interrupted power was observed. Fiso diagnostics testing was performed by connecting a test standard catheter and no anomaly was observed when a slight pressure was applied on the catheter tip. The unit was run for several hours and no loss or drop of communication was observed. Review of the event summary indicated the hospital performed an internal safety checks and no anomaly was observed on the tactisys. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related MFR number: 3005334138-2020-00519. During the procedure, a hospital staff member experienced an electrical shock when they touched the tacticath. The tactisys was tested and passed hospital internal safety checks. There was no physical damage to the tactisys, and no saline contamination, as the tactisys was draped during the procedure.